Event description:
It was reported that the device was removed due to heterotopic bone.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed, as the surgeon provided the patient's images that show heterotopic bone at both joints and images that show that the devices were removed. The bilateral tmj devices were removed due to heterotopic ossification, with no evidence of device failure or adverse effects. Imaging confirmed poor bone quality and heterotopic bone formation, which is a known risk noted in the product IFU; the root cause was determined to be patient-related, not device-related. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.